Manufacturer narrative:
B3: unknown; year valid. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed no error codes. Functional testing was performed, and the reported issue was confirmed. The device indicated the cassette was not properly attached. The downstream occlusion (dso) sensor was replaced to address this issue. The device then passed all testing. The communication module was missing a securing bolt but could not be repaired at the time of evaluation due to replacement parts not being in stock.

Event description:
It was reported that the error cassette not attached properly occurred, and the communication module could not be securely attached. Reporter stated the specific error codes observed were associated with the cassette error. The issue occurred during testing and there was no patient involvement. Device evaluation revealed a faulty downstream occlusion sensor.